Event description:
Per the audiologist, the pt reported a "loud pop" when using the cochlear implant system. Reportedly, the pt would no longer use the device after that incident. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.